Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the glass cap exhibited a distal circumferential fracture and the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. Light was not seen escaping the fiber body at any location. Based on analysis results the fiber showed signs of normal usage. There was no fiber damage identified that could have caused or contributed to the reported event. There is no indication of a potential process or design related issue for the lot number reported. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, for the first few minutes of a photoselective vaporization of the prostate procedure. The irrigation was not turned on. The fiber tip darkened; it was noted that the aiming beam was straight. A new fiber was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that, for the first few minutes of a photoselective vaporization of the prostate procedure. The irrigation was not turned on. The fiber tip darkened; it was noted that the aiming beam was straight. A new fiber was used to complete the procedure. No patient complications were reported.